Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, underweight. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth breast implants due to the patient¿s concern with the product".

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted. Healthcare professional later reported hole non-specific,¿ ¿hole in radius,¿ and ¿implant noted to be ruptured (intracapsular rupture) at time of surgery.